Event description:
It was reported that loss of capture, oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. The patient is pacer dependent. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that noise resulting in oversensing and pacing inhibition was observed on the rv lead. Provocative testing was performed and the lead noise was not reproduced. Additional reprogramming was preformed to resolve the event. The patient was stable with no consequences.